Event description:
It was later reported, per telemetry strips, that the elective replacement indicator (eri) occurred on (B)(4) 2013 and the pump was scheduled to be replaced by (B)(4) 2013. The low reservoir alarm occurred on (B)(4) 2013. The pump was stopped due to the stop command on (B)(4) 2013.

Event description:
It was reported that the patient¿s pump was refilled on (B)(6) 2013. The patient was found unconscious on (B)(6) 2013. As of (B)(6) 2013, the patient was in the ICU (intensive care unit) at the hospital. They were planning to aspirate the contents of the pump to check for a pocket fill. They were expecting 19.3 ml on (B)(6) 2013; the pump was filled with 20 ml at the refill visit. Upon interrogation, it was noted that the pump would be at end of service on (B)(6) 2013 and the logs also showed an empty reservoir alarm on (B)(6) 2013; the pump wasn¿t filled until (B)(6) 2013. There were no current pump alarms. The pump was delivering morphine. It was later reported that the pump volumes were accurate; the expected residual volume was 19, the actual was approximately 19, so it was confirmed there was no pocket fill. The pump had been empty for one month prior to the refill and the dose was not adjusted at the refill. The patient¿s status had improved. The pump was due for a replacement soon, but the patient currently had pneumonia and was hospitalized. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was later reported that the patient was seen in (B)(6) 2013 for a routine refill. At that time, the patient was informed by the hcp that her pump was approaching the elective replacement indicator (eri) and that she should look for a physician that her insurance covered to plan for a device replacement. At this time, the pump showed approximately 4 months remaining. The patient declined to find another physician. A refill appointment was set for (B)(6) 2013 at that time. At some point in time, the patient cancelled the (B)(6) appointment and rescheduled a refill for (B)(6). When the patient was seen in (B)(6), the pump was alarming and the pump reservoir was empty. The pump was refilled on (B)(6) 2013. The patient was again informed that she needed to find a physician to replace the pump, which she declined to do, as she wanted her current hcp to perform the procedure. The reporter was informed that the patient was hospitalized in late (B)(6) 2013. The device was interrogated and the medication was removed from the pump. The expected reservoir volume (erv) and the actual reservoir volume (arv) was 19ml. The dosing was unchanged. The hospitalization was unrelated to the device. The patient was seen by the hcp for follow-up on (B)(6) 2013, at which time the pump was shut off due to normal end of battery life. As of the report date, the patient was seeing another physician for oral medications. The only known medication was 15mg morphine, orally for breakthrough pain. It was noted that the patient continued to want to see the pump hcp and pay out of pocket for the device and refills. It was later reported that, when the patient was in the ICU, it was noted that the device was approaching end of service (eos). The patient was referred to another physician for replacement due to insurance coverage. It was noted that the patient had a history of emotional problems and was not interested in seeing an alternate physician.